Event description:
A bipap a40 pro device was returned to the manufacturer for service. During the evaluation of the device at the manufacturer's service center, a ventilator inoperative alarm was observed in the device's downloaded event log. Upon further review, this complaint has been deemed as a reportable event. There was no harm or injury alleged. The device's main pca board was replaced to address the issue. The device was cleaned and tested and passed all final testing. The bipap a40 pro (eex3100s19) is substantially similar to the bipap a40 and will be reported in the united states under bipap a40, k121623.